Event description:
It was reported that within two weeks of implant, the right atrial lead was suspected to be dislodged. The lead was programmed off and a revision was planned. After the lead revision procedure was completed and the pocket was closed, the lead impedance increased and thresholds were high. X-ray appeared to show the pin fully inserted. The pocket was re-opened and the lead was removed from the header, cleaned, and put back into the header. The impedance and threshold then reflected similar values to the analyzer. It was suspected that there could have been blood or air bubble in the header. The lead and device remain implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.